Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting indicated that the device was functioning properly. Explained other possible causes. Instructed to change set and rotate site.